Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log download passed. Receiver functional testing was performed and passed. The log was downloaded and reviewed finding no data. A comm tool audio test was performed and passed. A "try-it" test was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. A speaker measurement test was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio occurred on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.